Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead could not be connected to the device properly due to a separated setscrew. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a set screw with a rounded socket. Corrected data: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.